Manufacturer narrative:
Final device analysis revealed no anomaly found, extension is functionally ok.

Event description:
It was reported that during the implant procedure when the extension was attached all of the impedances were greater than 2000 ohms. They disconnected and reconnected the extension a few times with no success. A new extension was attached and all of the impedances were within normal ranges. No pt symptoms or outcome was reported.